Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following information was provided from the initiator. What type of the procedure was being performed? (Which part of the body?) Ercp. Which electrosurgical unit was being used for the procedure? Esg-100. What was the setting value for the cut mode and the coagulation mode? Unknown. At what times did the reported event occur? (For example: how many minutes after the procedure started, did the reported event occur?) ; it occurred immediately after energization. Which mode was being used when the event occurred? (Cut, blend or coagulation) unknown. How was the wire contacting the tissue when the reported event occurred? The wire was contacting the tissue. What is the average activation time for the cut mode or the coagulation mode? How long is the maximum activation time? Unknown. Other information to help performing an investigation while handling the device (during the preparation or the procedure) nothing. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire, length of coated portion, operation of cutting wire. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of description, the cutting wire and the endoscope were being close to each other. The output was activated in state of description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during an endoscopic retrograde cholangiopancreatography using the subject device (kd-v411m-0330), the cutting wire was broken off on activation. The user changed from the subject device from another device (kd-v411m-0725). Kd-v411m-0725 was also broken off on activation. The intended procedure was completed. There was no patient injury reported. This is the report regarding the first device (kd-v411m-0330).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be prevented by following the instructions for use which state: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.